Event description:
The international customer reported the ventilator restarted during operation. The ventilator was not in use on a patient. Review of the device diagnostic log history noted that upon power on of the ventilator it displayed a 'backup battery not connected' message, followed by a vent inop occurrence. A 'backup battery not connected' message indicates the backup battery was not detected during power on self test due to a low capacity for use. The manufacturers field service engineer reported the unit also restarted during testing. No problems were noted during service regarding the reported problem and the unit was returned to the customer for use.